Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber which was found to be leaking. The customer reported that the set was uncapped to start the medication, and when it was connected the set began to irrigate, it was checked and found to be leaking. The event occurred during use with the patient, however there was no report of harm as a consequence of this event.

Manufacturer narrative:
Received one used 14001-31 primary plum set for inspection. No damages or anomalies noted. The set was tested per product specifications. There was a channel leak from the inlet port of the cassette. Evaluation of the bond showed gaps in coverage. A bond integrity test was conducted on the channel leak bond. The tubing broke with the bond remaining intact. The bond was examined and the tubing was not concentrically sealed. The reported complaint of leakage can be confirmed due to a channel leak on the bond. The probable cause is due to a manual bonding error during assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.